Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump settings may not have been properly programmed. Caller reported that insulin pump was not giving the estimated amount of correction. Insulin pump also received a no delivery alarm and a lost sensor alarm. Customer's blood glucose was 496 mg/dl. Caller was advised to monitor insulin pump.